Manufacturer narrative:
This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-34, that has a similar product distributed in the us, list number 04z21. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 55336ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 55336ud00 is within the established limits and comparable with historical lots in the field. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 55336ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for a female patient. The physician questioned the result. The sample was repeated on the same instrument and on the architect i2000sr and the results were lower. The following data was provided: sid (B)(6). (B)(6) 2024 initial result (ai24457) = 77.1 ng/l. (B)(6) 2024 repeat result (ai24457) = 1.9 ng/l (this result was also confirmed on the architect i2000sr). The customer did not provide normal reference range for troponin. The alinity I stat high sensitive troponin-I package insert female cutoff of 15.6 ng/l was used to determine positive/negative interpretation. There was no impact to patient management reported.